Manufacturer narrative:
One scd controller compression system was returned for a damaged power cord. Upon triage at a local service center it was noticed there were exposed copper wires on the power cord. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd controller was fully tested and passed all operational specifications. The scd controller was manufactured in 2011. A review of the device history records shows this device was released meeting all manufacturing specifications.

Event description:
The customer returned a scd controller for a reported error code 8 and damage to the bed hook and power cord. The extent of the damage to the power cord was unknown to covidien at the time the customer reported the issue. The scd controller was sent to a covidien service center and on (B)(6) 2015 the scd controller was triaged at the service center and the service technician noted that there was damage to the power cord that consisted of exposed copper wires.